Event description:
A dime-sized circular, blistered and reddened area with broken skin was noted on left popliteal space on the evh operative leg. Silver silvadene cream 10% applied to burn and bandage applied. Bovie electrosurgical unit was checked by biomed dept and found to be functioning correctly. An ethicon clearguide bipolar electrode was being used at time of injury.